Manufacturer narrative:
On 8/1/2018, a device history record review was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2018, mentor also became aware that the patient also experienced bilateral ptosis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/22/2018, the mentor failure analysis lab has received the device for evaluation. On 9/5/2018, on (B)(6) 2018, mentor became aware that the correct suspect medical device for the left side was mentor smooth round moderate plus profile 375cc saline catalog: 3502375 lot: 5925397 sn: (B)(4). Concomitant products: mentor smooth round moderate plus profile 375cc saline catalog: 3502375 lot: 5926551 sn: (B)(4). Device investigation summary: upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, product evaluation observed creases on both views. A rent was discovered within a crease on the anterior view measuring approximately 0.2 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Product evaluation concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow material observed. The device history record (DHR) of lot number 5925397 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Product evaluation concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. Some breast ptosis is a normal component of the mature breast. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or over-inflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Some breast ptosis is a normal component of the mature breast. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate plus profile 375cc saline catalog: 3502375, lot: 5925397, sn: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient underwent breast augmentation with mentor smooth round moderate plus profile 375cc saline breast prostheses. Deflation of the right breast prosthesis was confirmed by physical examination. As a result, the patient was scheduled for removal on (B)(6) 2018.